Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm after a battery change. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit passed displacement test and unexpected restart error test. No unexpected restart or external ram crc error alarms noted during testing. Displayable history crc alarms noted in alarm history due to corrupted history file. No displayable history crc alarms noted. Unit also received with cracked case on display window corners, cracked lcd window, minor scratched lcd window and cracked belt clip slot.